Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient spoke to their doctor's assistant who directed them to contact a neurosurgeon. They said that the tissue surrounding the ins would be centering and would reveal more of the components of the ins. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient noticed a change in their ins. They stated the ins was usually flat round loop but now it felt like there was something ¿rubberish¿ and flexible like a loop cable against their skin. They wanted to know what they should do. The patient was told to follow up with their hcp. There were no further complications reported.